Manufacturer narrative:
Additional information: annex d code. Correction: the previously deployed stent at the ostium of the circumflex (cx) branch with in-stent restenosis was a non-medtronic device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please note that this device (nc solarice) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (nc euphora). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one nc solarice coronary balloon catheter, balloon deflation difficulties were exp erienced following positioning, and the balloon would not deflate at the lesion site. It was also reported that there were difficulties removing the balloon following balloon inflation. A coronary angiography study had been performed on the patient due to unstable angina revealing a critical in-stent restenosis at the ostium of the circumflex (cx) branch and a critical de-novo stenosis in the mid-distal segment. An attempt was being made to revascularize the ostial cx. Two guidewires were positioned, one in the cx and one in the anterior descending branch, and multiple pre-dilations were performed using both semi-compliant and non-compliant balloons of increasing size. The nc solarice was then positioned; however, the balloon failed to deflate. The device was inspected prior to use with no issues noted. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device, and excessive force was not used. Additional unsuccessful deflation attempts were made using a pressure gauge and luer lock syringe. A back guidewire on a non-medtronic micro-catheter was then used to break the balloon which was ineffective. Finally, a non-medtronic guide extension catheter (gec) was attempted to recover the balloon, which was also unsuccessful. The patient suffered cardio-circulatory arrest due to the inability to retrieve the balloon and the partial obstruction of the ostium of the anterior descending branch, which was promptly resolved by cardiopulmonary resuscitation (CPR) and insertion of an intra-aortic balloon pump (iabp) to restore timi 2-3 flow. The procedure took longer than expected and the patient was transferred to a different facility for cardiac surgery to remove the balloon. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: no difficulties were noted during the inflation of the device. Deflation difficulties were noted after the first inflation. One inflation was performed prior to the deflation difficulties. A 14 atm pressure was applied for the inflation. The device was not moved or repositioned prior to the deflation difficulties. No difficulties were noted when removing the protective sheath/packaging stylette from the balloon. A 50% concentration of contrast/saline was used. The balloon was successfully removed from the patient during the cardiac surgery. The patient is ok. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.